Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and morphology changes resulting in an inappropriate shock. The system was tested in clinic with noise able to be reproduced. X-rays were taken with no indication of damage present. This system was then reprogrammed to the primary vector to mitigate further oversensing. This system was electrically abandoned and expected to be explanted at a later date. A transvenous system was then implanted as a replacement. No additional adverse patient effects were reported.